Event description:
This case is cross referenced with case ID: (B)(4). This unsolicited device case from (B)(6) was received on 11-feb-2016 from a physician. This case concerns a (B)(6) female patient who initiated treatment with synvisc and later she could not really walk on her injected leg and had synovitis. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date the patient received treatment with intra-articular synvisc injection (dosage regimen, indication, batch/lot number, expiration date not provided). It was reported that patient followed instructions post injection and rested. On an unknown date (next day of injection) pain and swelling increased. On an unknown date (3 days post injection), the patient could not really walk on her injected leg. It was reported that the doctor aspirated 40ml from the joint and gave a cortisone injection and antiinflammatory drugs. The doctor suggested this was a synovitis (onset date: unknown). Action taken: unknown. Corrective treatment: cortisone injection, anti-inflammatory drugs and aspirated 40 ml from joint for both the events. Outcome: unknown for both the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events no further information was available. Consent to contact doctor for follow up was given. Additional information was received on 17-feb-2016. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 16-feb-2016: this case concerns a female patient who received treatment with synvisc injection and she couldn't really walk on her injected leg. The causal relationship between the product and the events has been considered to be possibly related.

Event description:
This case is cross referenced with case ID: (B)(6). This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a (B)(6) female patient who initiated treatment with synvisc and later she could not really walk on her injected leg and had synovitis. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date the patient received treatment with intra-articular synvisc injection (dosage regimen, indication, batch/lot number, expiration date not provided). It was reported that patient followed instructions post injection and rested. On an unknown date (next day of injection) pain and swelling increased. On an unknown date (3 days post injection), the patient could not really walk on her injected leg. It was reported that the doctor aspirated 40ml from the joint and gave a cortisone injection and antiinflammatory drugs. The doctor suggested this was a synovitis (onset date: unknown). Action taken: unknown. Corrective treatment: cortisone injection, anti-inflammatory drugs and aspirated 40 ml from joint for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same seriousness criteria: required intervention for both the events. No further information was available. Consent to contact doctor for follow up was given. Pharmacovigilance comment: sanofi company comment dated 16-feb-2016: this case concerns a female patient who received treatment with synvisc injection and she couldn't really walk on her injected leg. The causal relationship between the product and the events has been considered to be possibly related.